Manufacturer narrative:
Results: gas delivery system.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service engineer reported the gas delivery system was replaced to address the reported problem. Final applicable testing was completed to operating specifications.